Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a catheter. The customer states the device is leaking through the air vent.

Manufacturer narrative:
After further review, it was determined that this event is not reportable therefore the MDR was filed in error.